Event description:
It was reported that pump experienced malfunction alarm with code malf 9, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received guidance to reset pump, successfully reset malfunction without it recurring, and was advised to continue using pump and call back if malfunction returned, which customer understood and acknowledged.